Manufacturer narrative:
A ge oec service rep investigated the issue and found the brightness and contrast on the monitor needed to be adjusted. The appropriate adjustments were made to the system. The system was tested and found to be functioning as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect were reported because of this malfunction.

Event description:
The ge oec 9800 fluoroscopy system was reported to have a dark left (live) monitor.